Manufacturer narrative:
It was reported that the patient became hypotensive during navitor procedure and required cardiopulmonary resuscitation (CPR). The patient remained hemodynamically unstable after successful navitor implant, and developed ECMO site complications. Reportedly, the patient expired when the mechanical support was withdrawn. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from field indicated that the patient had been hospitalized prior to tavr with right heart cardiogenic shock. In addition, the patient had medical history of aortic stenosis. There were no procedural complications reported. Based on the information received and medical review performed at abbott, the patient death is likely related to underlying cardiogenic shock secondary to right-sided heart failure. However, the root cause of the reported patient effects could not be conclusively determined. The medical interventions performed are consistent with case-specific circumstances, including the need for CPR, mechanical circulatory support followed subsequently by veno arterial extracorporeal membrane oxygenation (va-ECMO). Despite these interventions, the patient did not survive. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a large flexnav delivery system. The patient had been hospitalized prior to tavr with right heart cardiogenic shock. The patient got treated with inotropic support prior to tavr. There was calcification not present extending beneath the aortic annular plane in the interventricular septum. During procedure, after pre-implantation balloon aortic valvuloplasty (pre-bav) with a 22mm non-abbott balloon the patient became hypotensive, requiring cardiopulmonary resuscitation (CPR) and decision was made to continue with tavr. The navitor implant went ahead without issue. The patient remained hemodynamically unstable after successful navitor implant and decision was made to implant impella cardiac power (cp) followed by veno-arterial extracorporeal membrane oxygenation (va ECMO) to support the patient hemodynamically. The patient left the ccl on va-ECMO and impella cp support. The final implant depth was 5mm. The patient was reported in intensive care unit. The patient developed ECMO site complications and family decision made to make patient palliative care only. When the mechanical support withdrawn and patient expired on (B)(6) 2026. The implanted mentioned the death related to patients presentation in acute right heart failure complicated by aortic stenosis (as).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using an unknown delivery system. During procedure, the patient required mechanical circulatory support. The patient was reported in intensive care unit.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using an unknown delivery system. During procedure, the patient required mechanical circulatory support. The patient was reported in intensive care unit.